Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to product performance issue. Additional information obtained from the field which indicated that the lead was not long enough. The physician had to switch to 70 centimeters (cm) lead because of the dilation of the patient's right ventricular (rv) lead. The lead was never in service. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to product performance issue. The lead was never in service. No adverse patient effects reported.